Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported that the event involved a female patient with suspected severe calcification in the arteries. While in the catheter room the intra-aortic balloon (iab) was prepped and the sheath was inserted via the patient's left femoral artery. The md was unable to insert the catheter through the sheath and into the patient's left femoral artery. As a result, the md removed the sheath and catheter as one unit. A second iab-06830-u was opened, prepped and inserted into the opposite femoral artery (right femoral artery) successfully. There was no reported patient death, or complications. The patient outcome is listed as good.

Manufacturer narrative:
(B)(4). Additional information received on 08/26/2015 stated that after removing the first iab, the site was managed; pressing hemostasis was conducted for the insertion site (left femoral). The md thought that the first iab passed through the sheath 100% and advanced some distance in the artery; however, the md did not remember precisely how far it went. Prior to iab insertion, after taking the iab out of tray, the md applied negative pressure on it. The iab was wrapped tightly. There was a slight delay. It took less than 15 minutes to insert the second iab. Evaluation: no product was returned for evaluation. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of insertion difficulty is not confirmed. No product was returned for evaluation. The cause of the original complaint is undetermined.

Event description:
It was reported that the event involved a female patient with suspected severe calcification in the arteries. While in the catheter room the intra-aortic balloon (iab) was prepped and the sheath was inserted via the patient's left femoral artery. The md was unable to insert the catheter through the sheath and into the patient's left femoral artery. As a result, the md removed the sheath and catheter as one unit. A second (B)(4) was opened, prepped and inserted into the opposite femoral artery (right femoral artery) successfully. There was no reported patient death, or complications. The patient outcome is listed as good.